Manufacturer narrative:
Return of defective material to manufacturer for repair has been authorized (RMA#244948) but device has not yet been received.

Event description:
Customer describes that the device has indicated an internal fault, with error code #55 on the display. Also reported is the sound of a loose part inside the device. Based on the information received, the potential risk associated with the reported event is classified as critical since the reported fault may intentionally terminate treatment, as a risk mitigation, with a high priority alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.